Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there is an "ongoing issue" related to the customer's pump. The customer stated that he uses more insulin on current pump as opposed to his previous pump. The customer reported elevated blood glucose (bg) levels; however, the customer was unable to provide a specific bg value. Through a review of the customer's t:connect data logs, tandem technical support did not find an identifiable issue in the data. Additionally, it was reported that the customer wears infusion sets on his legs although his healthcare providers have advised against it. Reportedly, the customer generally uses boluses as opposed to carb calculator, which "leads to less than optimal bg control." Although requested, no additional information was provided regarding the reported issue.